Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 3 years post implantation of a sapien xt valve, stenosis was noted. A sapien 3 valve was placed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to describe event or problem and relevant medical history. Add age at time of event, serial number and expiration date and manufacture date per report, the valve appeared well seated without excess motion. There is trace valvular regurgitation, probably central. A paravalvular leak (pvl) is not seen. The pressure gradient measured 38mmhg and mean gradient 21mmhg with an aortic valve area 1.0cm2. The patient was discharged 2 days post procedure. Upon review of medical records (hospital admission, echo reports, operative, discharge), the patient was doing well now with progressive recurrent symptoms of the last several years with progressive gradient by echo. The patient went 3 month treatment with anticoagulation, which resulted no significant improvement in symptoms. The echo demonstrate very slight improvement in the peak velocity but she recently was admitted with an episode of acute decompensated heart failure likely secondary to her underlying severe valvular disease. An echo post procedure revealed a peak gradient of 34mmhg and a mean gradient of 19mmhg. Upon discharge an echo revealed mean gradient of 23mmhg. On a 30 day echo the peak gradient measured 51mmhg and mean gradient 30mmhg. An echo performed 4 months post procedure revealed peak gradient 55mmhg and mean gradient 30mmhg. A year echo post procedure revealed peak gradient of 63mmhg and mean gradient 36mmhg. A two year echo revealed peak gradient of 61mmhg and mean gradient 34mmhg. A 3 year echo revealed peak gradient 79mmhg and peak gradient 43mmhg. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The valve will not be returned as it remains in the patient. In this case, the cause for the aortic stenosis and increased cai are unknown; however, it could be related to patient factors (the progression of the pre-existing disease process). Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.